Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The 95% stenosed target lesion being treated was 2.5mm in diameter and 14mm long located in the distal circumflex. The lesion was treated with predilation and placement of a 2.5x20mm taxus liberte stent. Residual stenosis was 0% 1 day post index procedure, the patient experienced cardiac enzyme elevation consistent with a myocardial infarction. No action was taken and the event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier - (B)(6). Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that post a coronary stenting treatment procedure, the patient experienced myocardial infarction. The 95% stenosed target lesion being treated was 2.5mm in diameter and 14mm long located in the distal circumflex. The lesion was treated with predilation and placement of a 2.5x20mm taxus liberte stent. Residual stenosis was 0%. One day post index procedure, the patient experienced cardiac enzyme elevation consistent with a myocardial infarction. No action was taken and the event was considered resolved without residual effects. The patient was discharged on aspirin and prasugrel.